Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap, reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring and had crack. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.